Event description:
Patient implanted with a plate and screw construct on (B)(6) 2012 for an intercarpal fusion plate operation. Upon revision of the plate, surgeon noted the plate as loose and a non-union. Patient was revised with k-wire. Surgeon wished to use wrist fusion plate, but patient consent was not obtained. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or catalog number or lot number provided.